Event description:
Received call from nursing home, nurse states that peripherally inserted central venous catheter line has been "pulled apart" disconnected from the hub. Arrived at nursing home to find that the dressing is intact, no bleeding noted at site, but the pink end of the peripherally inserted central venous catheter line has completely detached from the hub of the catheter. Cleansed hub and catheter. Cleansed with alcohol and attempted to reattach but unable to do so. Discontinued peripherally inserted central venous catheter line with total of 60 cm of line intact. No redness, edema or bleeding noted at the site.